Event description:
It was reported that (1) cs1s device was used during a thyroidectomy procedure. It was reported to the rep by the surgeon that the lateral thermal spread of the cs1s must be wider than 2mm on each side because he damaged the recurrent laryngeal nerves on both sides of the thyroid gland. This is the pt with a hoarse vocal tone. The surgeon made sure he had enough margin on each lateral side of the thyroid to prevent damaging the nerves. The surgeon claims to have even cut into the thyroid gland himself to make sure he was far enough away from the nerve. It is unk how the case was completed. 11/17/1999: md responded to this writer's phone message. He stated that nothing unusual happened during surgery that would indicate any adverse occurrences or situations. He went on to say that "the pt lost her voice because the recurrent laryngeal nerves were destroyed or damaged bilaterally, and no, her voice has not returned yet. That is about 6 weeks out from her operation. Prognosis is not great for it to return normally. The surgeon stated he is not going to use the harmonic scapel and has only used it a couple of times on the thyroid. He has done hundreds of thyroid operations prior to that time and not had a single recurrent nerve injury. So, he thinks there was some lateral heat spread that was greater than what co typically advertises that led to the injury or paralysis."